Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported item, and no additional complaints for the reported part and lot combination. Complaints are monitored through a monthly complaint review in order to identify potential adverse trends. Insufficient information provided. Unable to perform a compatibility check. For the reported pulmonary embolism, wound complication, and infection, no problem was found with the reported device. A definitive root cause cannot be determined for the reported pain. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). G2: foreign: australia. D10: unk catalog; unk femoral component; unk lot. Unk catalog; unk tibial component; unk lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient developed a post-operative pulmonary embolism (pe), requiring blood thinners. The surgeon suspects that anticoagulation therapy affected wound healing, as the incision site exhibited persistent oozing and slow recovery, ultimately leading to infection. Concerned about the patient's condition, the surgeon also determined that a thinner tibial poly would be more suitable. As a result, approximately 2 weeks after the first procedure, a washout and debridement procedure were performed, along with a downsizing of the tibial polyethylene. All available information has been provided.